Manufacturer narrative:
Batch review performed on 08 march 2022: lot 178731: (B)(4). Expiration date: 2023-02-11. No anomalies found related to the problem. (B)(4).

Event description:
The patient came in reporting pain due to a loose tibial component and the cause is unknown. The surgeon revised the tibial tray and insert 3 years and 4 months after primary. The surgery was completed successfully.